Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the fresenius cycler and set and the adverse events of peritonitis which warranted antibiotic therapy. Per the nephrologist, the probable cause of the peritonitis was the transmural migration of bacteria from the gi tract, based on the organism cultured. The pdrn stated the events were unrelated to the utilization of any fresenius device(s) or product(s). Providencia is a gram-negative bacillus which although rare, can be isolated from wounds, respiratory tract, stool of humans, throat, perineum, axilla and blood of humans. Furthermore, providencia has been associated to multiple gi illnesses since 1986. Based on the information available, the fresenius cycler and set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Esrd patient¿s undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On 19-may-2020 during a follow-up call, fresenius became aware this (B)(6)-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2018, recently recovered from peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic on (B)(6) 2020 with cloudy peritoneal effluent fluid, and abdominal pain related to an ongoing (several weeks) gastrointestinal (gi) issue (specifics not provided). A peritoneal effluent fluid culture and cell count was obtained and returned positive for gram-negative (preliminary results on (B)(6) 2020) providencia rettgeri (final result on (B)(6) 2020). Additionally, the patient¿s cell-count revealed an elevated white blood cell (wbc) count of 18,100 u/l. The patient was treated (start date not provided) outpatient with intraperitoneal (ip) ceftazidime 1500 mg daily until (B)(6) 2020, ip vancomycin 2000 mg x 2 doses (dates not provided), ip vancomycin 1000 mg x 1 dose (date not provided), and oral levofloxacin 250 mg x 10 days (date not provided). The patient¿s nephrologist reported the probable cause of the patient¿s peritonitis was the transmural migration of bacteria from the gi tract, due to the identified organism¿s presence in the human intestine. The pdrn stated the events were unrelated to the utilization of any fresenius device(s) or product(s). The patient is recovered from the events and continues to undergo ccpd therapy on the same liberty select cycler as before the events occurred.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.